Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Glucose differences with threshold suspend. Customer's sensor glucose was 70 and blood glucose was 216 mg/dl. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.